Event description:
Customer reported being hospitalized with low blood sugar levels. Prior to hospitalization customer was dizzy, had vertigo and nausea. Troubleshooting performed and pump appeared to be functioning as designed. Suggested to customer to call md to discuss possible causes of low blood glucose levels.